Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between hd therapy utilizing the bloodline combi set and the adverse event(s) of blood loss, hypovolemia and loss of consciousness requiring hospitalization and the infusion of prbc¿s. Causality for the event(s) is attributed to the patient¿s venous fistula needle (not a fresenius product) becoming dislodged during hd therapy. It is unknown how the needle became dislodged. Access dislodgement is uncommon, however these event(s) can result in serious injury, significant blood loss and even death, as hd machines may not always detect blood loss. Based on the information available, the bloodline combi set can be disassociated from the event as there is no evidence or indication the bloodline combi set caused or contributed to a serious adverse event. The needle dislodgement occurred at the point where the needle contacts the skin. Additionally, there is no allegation or evidence of a malfunction or of the bloodline combi set failing to perform as expected in relation to the event. Should additional information become available, the file will be re-evaluated accordingly.

Event description:
It was reported that a hemodialysis (hd) patient experienced blood loss during treatment. Approximately 45 minutes into a scheduled 3.5 hour treatment, the venous fistula needle (jms product; manufacturer notified of event) was found to be leaking blood around the cannulation site. Clinic staff reported that the venous needle was partially dislodged. The tape was intact on the wings of the fistula needle and secured to the patient. The patient was unresponsive to verbal commands. The patient's blood pressure was 79/39 and pulse was 104. The patient's blood was partially returned via the venous fistula needle. The venous cannulation site was infiltrated and the remaining blood was returned via the arterial fistula needle. Approximately 800ml normal saline was administered and emergency medical services (ems) was called. Upon discharge from the facility via ems, the patient's blood pressure was 101/69, pulse was 100, and respiration 18. The patient was awake and alert upon discharge. The patient was admitted to the hospital and 2 units of packed red blood cells were infused. The patient returned to the clinic for hemodialysis treatment on (B)(6) 2018. Multiple attempts were made to obtain additional patient, event, and hospital information, but none was provided.